Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance and shock impedance measurements. A revision procedure was performed, and the rv lead was explanted and replaced. No additional adverse patient effects were reported.